Event description:
Customer reported a leaking reservoir. His blood glucose level was 201 mg/dl. Customer stated that the leak occurred while he was priming his insulin pump. The reservoir was a used reservoir. Customer found fluid in the reservoir department. The location of the leak is past both o rings. Customer stated there was an air bubble in the reservoir. He was advised that air expands during the filling process, which could have caused the leak. He was advised to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.